Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number: 2015691 - 2021 - 04975. For additional event reported in this article.

Event description:
Article "snare-assisted valve positioning of self-expanding valves for transcatheter aortic valve replacement" vol. 3, no. 4 april 2021 658-62. Abstract: we describe 4 cases in which technical challenges were anticipated in delivering a self-expanding tavr valve due to challenging aortic anatomy or a previous placed surgical aortic valve. An upfront snare strategy is described which facilitates valve centralization and atraumatic valve delivery. Case 4: a (B)(6) year-old female patient with a 23mm edwards perimount aortic valve implanted in 2003 underwent valve-in-valve procedure due to severe regurgitation. Patient presented with decompensated heart failure. A 26mm evolut pro+ was implanted inside the 23mm valve.